Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report issues with insulin pump after changing the battery. Customer reported a black circle and an empty battery icon on the display. No further details were provided.